Event description:
Pt has multiple sclerosis, and regularly injects with interferon, brand avonex, weekly. Rptr is their spouse, and they prepare pt and the apparatus for the injection. Several months ago, avonex switched apparatus from a consumer mix system to a premix system, which would, of course, be more convenient if it worked properly. Rptr shudders to think the problems that some ms pts are having with the new system. Basic problems are: 1. The needle is very hard to remove from its sterile scabbard. Rptr is reasonably facile, and has to use needle-nose pliers carefully to remove the needle. Hazards are: a - inadvertent needle stick to assistant, and b - possible contamination. Rptr has dropped at least one needle on the floor trying to get it out of the scabbard. 2. The plunger is harder to operate than the old syringe. Twice lately pt has failed to discharge the entire hypodermic dose because the plunger operates with difficulty. This introduces a greater possibility of injecting into arteries or veins. Because of MFR cautions against this, the position of the needle needs to beheld steady during the injection, after checking for artery/vein penetration by applying back pressure before injection. As pt injects, pt tends to move the hypodermic and needle farther downward with the chance of entering a vein or artery, greater than with the previous syringe. Rptr has written two letters to the firm, and has received "standard" replies to what apparently have been numerous complaints. At one point, avonex added a response line to their voice mail for complaints about the new system. Rptr can deal with the problems, although they don't like to. Their real concern is for all the ms pts who have to struggle with the problems of the new system that can be fixed. Based on the responses rptr has received from avonex, it appears that more is going to be required to fix this serious medical problem than user complaints.